Event description:
Additional information received reported that the patient was consulting a new pain physician to plan the next step. The patient's existing lead was covering the pain. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97792, lot# n514422, implanted: (B)(6) 2015, product type: accessory. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# b)(4), product type : programmer, patient. (B)(4).

Event description:
It was reported that lead migration was verified by x-ray. It was unknown what caused this. Reprogramming occurred and it was unknown if the issue was resolved. No surgical intervention occurred and it was unknown if one would occur. Follow-up was not required.